Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
70 yo female presents with acute myocardial infarction/in stage d cardiogenic shock. Initially intubated and started on multiple vasopressors and inotropes, then escalated to placement of extracorporeal oxygenation (ECMO). With no improvement in her left ventricular ejection fraction from 10%, further escalation included placement of a 5.5 which she stayed on for 7.5 days then the family decided to withdraw care. During impella support, automated impella controller (aic) experienced a controller error and placement signal issue. Team stated that a controller error alarm and placement signal not reliable alarm appeared. Both alarms resolved without intervention. This is considered a reportable malfunction.